Manufacturer narrative:
Updated fields b4 g3 g6 h2 h6 (type of investigation, investigation findings, conclusion) h11 corrected field h3 the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath a kink was observed on the sheath tubing approximately 3cm from sheath tip the returned sheath was not a maquet product the extender and pressure tubing were also returned two kinks were found on the catheter tubing and inner lumen approximately 422cm and 455cm from iab tip a third kink was found on the catheter tubing approximately 732cm from iab tip an underwater leak test of the balloon catheter yfitting extracorporeal extender and pressure tubing was performed and no leaks were detected the iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle the iab pumped normally and no alarm sounded from the pump the evaluation determined kinks in the catheter tubing and inner lumen it is difficult to determine when or how kinks in the catheter occurs although we did not repeat this event in the laboratory setting a kink in the catheter can cause inflation difficulty or an alarm the reported event cannot be confirmed by the evaluation a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event the failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
It was reported that during use, trans-ray plus 7.5fr 40cc iab catheter inspection alarm was triggered two days after insertion. The catheter was removed without replacement at the end of treatment. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10 and h6 (type of investigation).

Event description:
N/a.